Event description:
Ous MDR - during a routine interrogation the device indicated eos. At the last follow-up, the ICD reported a mol1 status. The ICD was then exchanged on (b)(64) 2018.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 53 charge processes had been documented. The charge drawn from the battery was checked and turned out not to match expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. A charge process followed the detection, which was aborted due to an already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharge battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function test. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer of the battery for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which has contributed to a premature battery depletion. In summary, the analysis confirmed premature battery depletion. The clinical observation was the result of an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.